Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was shocked twenty-five times. It was found that the impedance had jumped in one day for the right ventricular (rv) lead. A possible fracture is suspected. It was noted that an rv lead alert did sound about a minute before the shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.